Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump has a broken battery cap and the insulin pump was freezing. The customer¿s blood glucose level was unknown. Customer reports the time clock advances. Customer states that numbers are ramping on their own. The customer also reported that the insulin pump had keypad anomaly. The customer was advice to discontinue use of the insulin pump and revert to backup plan per. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and the displacement test. Programmed pump with the current time and date and monitored for one day. No unexpected time gain/loss noted during monitoring period. The time and date function is performing properly. Insulin pump received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. No frozen screen noted during testing.